Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis.

Event description:
On (B)(6) 2018, (B)(4) (rep, for, hcp) medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that an inaccuracy of 1 cm occurred. Site reported that accuracy gradually worsened after obtaining the images with the imaging system. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.